Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating that a red x with "ECG cable failed" message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.